Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined. Attempts have been made to obtain add'l info. (B)(4).